Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 60 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal part including the yoke was not returned. The analysis revealed multiple signs of abrasion along the lead fragment. In particular between 11 cm and 10 cm proximal to the lead tip the insulation was found rubbed through. Blood had penetrated the lead in this region. This damage can be considered to be the root cause of the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore multiple extraction damages were noted such as a fractured conductor cable to the ring electrode and deformations of both shock coils. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
(B)(4) .

Event description:
This rv lead was explanted and replaced due to inappropriate shocks. The ICD was replaced as well.